Event description:
It was reported the instrument was used during a laparoscopic cholecystectomy. It was reported the safety shield locking mechanism would not stay activated. There was no consequence to the pt. Instrument was from ftr72. Another 511s was opened to complete the case.